Event description:
In 2004, the pt was implanted with two (2) gore excluder bifurcated endoprostheses. On an unk date, aneurysm growth, with no evidence of endoleak, was detected. In 2009, the pt underwent a reintervention to reline the original endograft system. No endoleak was discovered intraoperatively. Five gore excluder aaa endoprostheses were used to reline the original endograft system. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please refer to PMA supplement . Please note additional device implanted pcc141400.